Manufacturer narrative:
UDI (B)(4). The catheter was returned for evaluation and the following observations noted. Sutures were attached to the catheter material and slightly mashed areas. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. A review of manufacturing records was performed and the device was found to have conformed to specification when released. Based on the results of the investigation, the reported issue was not confirmed. No further investigation or corrective action is anticipated.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported that the compliant icp sensor was implanted after hematoma was removed via burr hole(s) due to cerebral hemorrhage. The zeroing was done and the score was 507. The icp score started to rise approximate 80 mmhg before the patient went back to the ICU room. The patient got CT scanning but there were no anomalies and no intracranial pressure acceleration were confirmed. Reconnection was done but the same issue occurred again. The sales rep visited the hospital and confirmed on the icpex monitor. The average of the icp score was 87, the maximum was 120 and the minimum was 55. The waveform seemed to be equal to the blood pressure. It is difficult to displace the icp, so reconnection and monitoring with the icpex were done, but there was no change. There is no patient injury and the device will be returned for evaluation.